Manufacturer narrative:
During preventative maintenance (pm) at zoll, the autopulse platform sn (B)(6) failed functional testing with fault code 27 (encoder fault (> 3000 rpm)). The root cause of fault code 27 was the malfunctioning integrated encoder gearbox, likely due to the age of the device. The autopulse platform was manufactured in january 2009 and is over 15 years old, well beyond its expected service life of five years. The encoder gearbox ran roughly and made a loud noise, indicating possible bearing damage in the encoder. The malfunctioning encoder gearbox was replaced to remedy the issue. During visual inspection, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. This was also caused by the malfunctioning integrated encoder gearbox, which was replaced to resolve the problem. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During preventative maintenance (pm), the autopulse platform sn (B)(6) failed functional testing with fault code 27 (encoder fault (> 3000 rpm)). No patient involvement.